Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One screw-vent implant (svwh10) was returned for investigation. Visual inspection of the as returned product identified residue within the external threads of the implant. The internal hex of the implant was in good condition and showed no sign of damage. Visual and dimensional comparison of the implant with its drawing specification verified that the implant was consistent with its design. Functional testing to recreate the reported event could not be performed due to the nature of the event. The implant was located at tooth # 19 and was implanted in the patient's mouth for approximately 8 years in a previously grafted site. The patient was also reported to have high blood pressure, high cholesterol, and hypothyroidism with unknown bone density . A device history review was performed and no related nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 . Information identified: contraindications, warnings, precautions. Complainant reported reoccurring peri-implantitis. The reported complaint could not be verified. No deviations were found that could cause or contribute to the reported event. A root cause for this complaint could not be determined. Weight unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the patient has reoccurring peri-implantitis; antibiotics were given and bone regeneration performed; are socket grafted.